Event description:
In 2006, a pt spoke with customer service alleging a vial of his ultra strips contained non-ultra test strips that were bluish in color. Ultra strips are black. The pt reported the following: before opening a new vial of strips (exact date not provided), he had tested successfully. With the new vial, "the meter would not work" (presumably turned on). Ten days earlier he saw his doctor-reason unspecified. He still was unable to test. Six days later his doctor made a house-call while the pt was feeling weak. He was tested (result not provided) and given orange juice. Two days later, he tested on his lifescan meter, obtaining 8 mmol/l (144 mg/dl). At some point in time he was hospitalized with an unknown elevated blood glucose, trembling, and weakness. He was treated with insulin. Because the pt has not yet returned calls, the rep has sent a letter asking him to repsond so that more info can be obtained. The complaint is determined to be an adverse event; although apparent that the product would not operate with non-ultra strips the pt continued to attempt to test. He later required hospitalization where his treatment included insulin. It is not clear if the hospitalization was required due to being hyperglycemic or another diagnosis.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them.